Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was called to upgrade the insulin pump and the customer reported that the insulin pump has alarmed failed battery test and no delivery and there is a keypad issue. She also stated that the screen gets condensation when exposed to sweat. Customer mentioned that her blood glucose would go high if she runs out of insulin during the night and doesn't awake from the alarm. Customer is in the process of getting a new device.